Event description:
It was reported that noise episodes were observed on stored egms that were classified as vf. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 23.5cm in length was returned for analysis. No anomalies were noted. Analysis was normal. Without return of the entire lead, a full analysis could not be performed.